Manufacturer narrative:
Concomitant medical products: product ID: 8583, lot# n317449, implanted: (B)(6) 2012, product type: accessory. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8590-1, lot# n285955, implanted: (B)(6) 2013, product type: accessory. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving lioresal (2000ug/ml at 445ug/day), via an implantable infusion pump. The indication for use was noted as intractable spasticity and multiple sclerosis. On this report date, during telemetry to update the pump, the pump went into an inadvertent stopped pump mode. The health care professional was assisted in successfully updating the pump.